Manufacturer narrative:
The device was manufactured from april 11, 20109 - april 16, 2019. One (1) actual device was received for evaluation. A visual inspection was performed, and it was noted that there was excess silicone fluid on outside surface valve body. Excess silicone fluid was also observed on the outside valve body ports and inside of the all the valve caps. Excess silicone fluid was also observed on the inside of all valve body ports and on top of all valve cores. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown oil/ fluid was observed in the ports of and unspecified quantity of em2400 valve sets. This was identified prior to patient use. There was no patient involvement. No additional information is available.